Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal user were observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that on (B)(6) 2011, her blood glucose (bg) levels were in the 500 mg/dl range. During that time, the patient indicated that she was having abdominal pain. However, a health care provider (hcp) thought the pain might have been related to adhesions from an old surgical site. The patient mentioned that she had a "whipple" procedure performed related to an abnormal pancreas. The patient also mentioned that she has stomach and digestive issues. It is unknown as to what date/time the "whipple" procedure was performed. The patient stated that she recently lost about 70 lbs. Related to the "whipple" procedure. She also indicated that she has had difficulty with skin sites and the infusion set in relation to scar tissue. The patient was reportedly admitted to the hospital. It is unknown what treatment, if any, she received during the hospitalization. At the time of the call with animas, the patient's bg level was reportedly at "400 mg/dl." The patient declined to review the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meets animas' criteria for a serious injury and she was hospitalized. At this time, it is unknown if the pump contributed to the patient's injury.